Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2024-07634 it was reported that the wound at the patient¿s ipg site was not healing properly. As a result, surgical intervention was undertaken on (B)(6) 2024 the pocket was opened and the wound was flushed. During the procedure, it was noted that a lead with an anchor attached was sitting behind some tissue near the pocket site. As a result, the lead was explanted to address the issue.